Event description:
It was reported by the customer that on (B)(6) 2010, during the procedure, a sudden strong light came out of the tip of the fiber and the fiber efficacy decreased considerably at 30,000 joules. Also, it was reported that this was not caused by poor technique and that this occurred after five mins of fiber usage. The device was not returned for evaluation.